Event description:
It was reported that the patient presented remotely. Upon review, the patient's implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. Programming changes were made. The patient was stable throughout.